Event description:
The pt was changed from an animas insulin pump with humalog to an omni pod with apidra in 2008. Sugars began to deteriorate after change. In early 2009, she said her sugars were higher than they had ever been. She was using over 50 units a day, and she used to use 35 units a day on humalog. Her blood sugars were still running high on 50+ units a day, many in the 300+ range. When switched back to humalog, her blood sugars came down and her insulin requirements decreased back to baseline. This pt said that she did not use outdated insulin and that it was stored in the refrigerator. The pi for apidra states that it should be stored below 77 degrees. It states that apidra should be changed from the reservoir every 48 hours or any time if exposed to temp greater that 98.6 degrees. The pods are designed to be changed every 72 hours. The pods will be warmer than room temperature as they are worn close to the body and under clothes. I suspect that the insulin in the omni pod is exposed to temperatures near human body temperature, and that it is overheated to instability in the case of apidra. Dose or amount: 35-50 units per day; frequency: continuous; route: subou pump. Dates of use: 2008 - 2009. Diagnosis or reason for use: type I diabetes. Event abated after use stopped or device produced? Yes.